Manufacturer narrative:
(B)(4), 2011: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
During an implant attempt of the subject device, a connection issue in the ventricular channel was reported. The physician indicated that the clicking of the screw driver could not be obtained in spite of the continued screw tightening, and the lead did not remain in the pacemaker port. Another pacemaker was subsequently implanted instead.